Manufacturer narrative:
Findings: pump was received with broken belt clip rail, missing retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay. Unable to use the test belt clip due to broken belt clip rail. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 8.1 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.